Event description:
It was reported that they had two temperature sensing foley catheter to fail, both used on the same patient. When the catheter bulb is inflated, it's slowly leaking into the drainage tube, so the foley would not stay in place. Other departments that use the foley's should probably be notified as well. There were 2 bubbles within the foley catheter tubing. The entirety of the 10ml saline syringe would drain through the tubing directly to the canister and would not directly route to the balloon from the leurlock attachment on the tubing as it should have. That was an issue because the balloon would not inflate and help to hold placement within the patient. They had two kits from the same lot number that did this. They located a third kit with a different lot number and did not have the same issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive. The conditions of the sample did not allow further evaluation. Visual evaluation of the returned two-photo sample noted one opened (without original packaging), used temperature sensing foley catheter. Visual inspection of the first photo sample noted the packaged product label. The second photo shows the overview of the foley catheter tray system. The reported failure could not be evaluated therefore this investigation is considered inconclusive. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be incorrect parameters. DHR review did not show any problems or conditions. The instructions for use were found adequate and state the following: this product should never be connected to the temperature monitor or connected to a cable during an MRI procedure. Failure to follow this guideline may result in serious injury to the patient. Refer to instructions for use! It is important to closely follow these specific conditions that have been determined to permit the examination to be conducted safely. Any deviation may result in a serious injury to the patient. Non-clinical testing demonstrated that these foley catheters with temperature sensors are mr conditional. A patient with one of these devices can be scanned safely immediately after placement under the following conditions: static magnetic field of 3-tesla or less with regard to magnetic field interactions. Spatial gradient magnetic field of 720-gauss/cm or less with regard to magnetic field interactions. Maximum mr system reported whole-body-averaged specific absorption rate (sar) of 3.5-w/kg at 1.5- or 3-w/kg at 3-tesla for 15 minutes of scanning. Importantly, the MRI procedure should be performed using an mr system operating at a static magnetic field strength of 1.5-tesla or 3-tesla, only. The safe use of an mr system operating at lower or higher field strength for a patient with a foley catheter with temperature sensor has not been determined. Special instructions: the position of the wire of the foley catheter with temperature sensor has an important effect on the amount of heating that may develop during an MRI procedure. Accordingly, the foley catheter with temperature sensor must be positioned in a straight configuration down the center of the patient table (i.e., down the center of the mr system without any loop) to prevent possible excessive heating associated with an MRI procedure. Additional safety instructions include the following: 1. The foley catheter with temperature sensor should not be connected to the temperature monitoring equipment during the MRI procedure. 2. If the foley catheter with temperature sensor has a removable catheter connector cable, it should be disconnected prior to the MRI procedure. 3. Remove all electrically conductive material from the bore of the mr system that is not required for the procedure (i.e., unused surface coils, cables, etc.). 4. Keep electrically conductive material that must remain in the bore of the mr system from directly contacting the patient by placing thermal and/or electrical insulation (including air) between the conductive material and the patient. 5. Position the foley catheter with a temperature sensor in a straight configuration down the center of the patient table to prevent cross points and conductive coils or loops. 6. The wire and connector of the foley catheter with temperature sensor should not be in contact with the patient during the MRI procedure. Position the device, accordingly. 7. Mr imaging should be performed using an mr system with static magnetic strength of 1.5-tesla or 3-tesla, only. 8. At 1.5-tesla, the mr system whole body averaged sar should not exceed 3.5- w/kg for 15-min. Of scanning. 9. At 3-tesla, the mr system reported whole body averaged sar should not exceed 3-w/kg for 15-min of scanning. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had two temperature sensing foley catheter to fail, both used on the same patient. When the catheter bulb is inflated, it's slowly leaking into the drainage tube, so the foley would not stay in place. Other departments that use the foley's should probably be notified as well. There were 2 bubbles within the foley catheter tubing. The entirety of the 10ml saline syringe would drain through the tubing directly to the canister and would not directly route to the balloon from the leurlock attachment on the tubing as it should have. That was an issue because the balloon would not inflate and help to hold placement within the patient. They had two kits from the same lot number that did this. They located a third kit with a different lot number and did not have the same issue.